Manufacturer narrative:
Patient fact sheet (pfs) form and implant logs received that provided date of birth, date of implant and part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt revised for dislocation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.